Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in south africa, esheath+ liner delamination occurred during a tavr procedure. A 29mm sapien 3 valve was to be implanted in the aortic position by transfemoral approach utilizing a commander delivery system and a 16fr esheath+. During the procedure, the commander delivery system balloon had to be inflated 3 times as it was not able to empty out the volume and the valve was not fully deployed. On the third attempt, a nominal volume deployment of the valve was achieved. After deployment there were difficulties encountered while removing the delivery system through esheath+. The system was removed as a unit. The liner of the esheath+ appeared delaminated. No patient injury occurred. The patient was discharged post-procedure. As per field opinion, the perceived root cause of the event is the multiple inflations of the balloon resulting in balloon deformation, which then caused the balloon profile to get stuck on the sheath during withdrawal.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the evaluation of the returned device. The following sections of this report have been updated: d9, h3, h6 type of investigation h11. Corrected details of the product evaluation below. The device was returned to edwards lifesciences. The returned device was visually examined, and the following was observed: liner is fully expanded, and tip is opened. The liner circumferentially delaminated 4.5 cm in length from distal tip. C-marker band is attached to the liner. Due to the nature of the event, no applicable functional or dimensional testing was able to be performed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the 16fr esheath+ was provided and the following was observed: liner fully delaminated at distal end. C-marker attached. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The esheath+ liner delamination was confirmed. Available information suggests procedural factors (withdrawal of altered balloon profile, excessive manipulation) likely contributed to the event as the balloon was inflated three times, which could potentially alter its profile. Withdrawal of a delivery system with an altered balloon profile (residual fluid in balloon and/or altered shape.) Can lead to the system to catch onto the sheath liner. Additionally, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.